Event description:
A home pt contacted baxter's technical service centeron 2004 regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt initiated therapy first, and then hooked themselves the transfer set. Baxter's technical support center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. The home pt's family member stated the home pt was admitted to the hospital on the following day with a peritonitis infection. Follow up with the home pt's nurse reveals the home pt is still hospitalized due to unrelated issues. The nurse confirmed peritonitis was diagnosed and antibiotic therapy was being administered. No additional information is being disclosed by the healthcare facility.